Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Additional information was requested however it was not provided. There is no documented evidence that an axle or any other components were requested from siw prior to the surgery. Evidence indicates once contacted siw provided an axle in as timely a manner as possible. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It was reported that new extra small components for the patient had not been ordered, despite the fact the patient was listed as "custom smiles - revision bolt and rebushing - new barrel and clip". All poly components were available from the spares box kept at the hospital. The patient was moved to 3rd on the list to allow time to obtain an extra small axle from the workshop. It was polished and taken immediately to tssu for sterilisation. Unfortunately the axle was not ready in time for the operation. (B)(4).